Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation of the patient's implantable cardioverter defibrillator, episodes of high pacing impedance values were observed on the patient's right ventricular lead. After disconnecting the lead from the device, normal impedance readings were obtained and the lead was attempted to be reconnected, however the setscrew was unable to be tightened. The reported event was determined to be due to a poor setscrew connection with the lead. The device was explanted and replaced on (B)(6) 2020. The patient's condition was stable throughout the event.

Manufacturer narrative:
The reported event of set screw connection anomaly was confirmed. Visual inspection identified that a torque driver was unable to engage the right ventricular set screw during testing and that the screw hex cavity was completely backed out from the connector block threads. The set screw likely became backed out during the lead revision procedure. The reported event of high capture threshold and high pacing lead impedance could not be confirmed. Visual inspection identified that the set screw was stripped. The cause of the reported event of high capture threshold and high pacing lead impedance appeared consistent with poor set screw-lead connection in the header due to the anomalous set screw. The set screw damage appeared procedure-related.

Event description:
New information noted that the patient's lead also exhibited high capture thresholds as a result of the poor setscrew connection with the lead.